Event description:
Per the clinic, the patient experienced poor performance with device use. Imaging (type and date not reported) confirmed a misplacement of the electrode array. The patient underwent a surgical procedure to reposition the electrode array on (B)(6) 2012. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.